Event description:
The customer's wife reported via phone call that the customer had a blank display. Customer has changed their battery and the pump will not turn on. Customer was going to bolus and noticed that the pump was shut off. Customer's blood glucose was 145 mg/dl at the time. Troubleshooting was performed and the customer stated that the display did not return after they inserted a new aaa alkaline battery. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on interface board. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.